Event description:
The manufacturer received information from uno legal litigation in reference to a repaired dreamstation auto CPAP with an allegation of eye irritation, nose irritation, skin irritation, respiratory tract irritation, asthma (new or worsening), inflammatory response, kidney disease/toxicity, liver disease/toxicity, lung disease, cancer, other (unspecified event), kidney, bladder, copd and growth on thyroid. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be performed at this time. If any additional information is received, a supplemental report will be filed. After the multiple attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
Previously there was no proper device information filled and also filled as non uno, now it was updated and filed as recalled. In box b, box g and box h sections was updated/corrected.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging eye irritation, nose irritation, skin irritation, respiratory tract irritation, asthma (new or worsening), inflammatory response, kidney disease/toxicity, liver disease/toxicity, lung disease, cancer, other (unspecified event), kidney, bladder, copd and growth on thyroid. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. There was no error code found. The third-party service center concludes that they couldn't confirm the customer's allegation and there were no visible foam degradation and unit got corrected. Section-h has been updated.